Manufacturer narrative:
Results of investigation: t was reported a revision surgery was performed due to implant fracture at the base of the insert and subsequent dislocation of the insert. The device, used in treatment, was returned for evaluation. All broken components were returned. Based on the performed visual fracture analysis, the fracture of the pin at the distal side of the pe insert could be confirmed. On the basis of the fatigue striations, the crack initiation might arise from wear on the posterior side of the pin. This wear may origin from repeated hyperextension of the knee and the hyperextension may contributed to the present fracture pattern. A review of the production documentation for the pe insert did not identify any deviation from the standard manufacturing process, which could have contributed to the reported failure mode. Review of the complaint history for this article revealed similar complaints with a reported pe-insert breakage. However, there is no additional device detected with the same batch number as the complained device. Furthermore, instruction for use to the time of implantation was reviewed and it is stated that fracture of the components, wear and loosening of the implant can make it necessary to re-operate on the artificial joint. According to the performed medical investigation, the joint revision was performed in 2019, ten years post implantation. The operative notes were provided but do not provide any insight as to the cause of the breakage/luxation of the insert that precipitated the revision. X-rays became available and have been reviewed which confirms the report. The root cause for the implant fracture and followed luxation/dislocation cannot be determined conclusively and remains undetermined. A knee instability such as a recurrent hyperextension of the knee is however likely to have contributed to fracture of the insert. Based on the performed investigation there is nonetheless no indication that the reported device failed to match specifications at the time of manufacturing. No further actions have been initiated. The complaint will be reopened should additional information be received. S+n will continue to monitor these devices for similar issues. The returned part will be archived.

Event description:
It was reported a revision surgery was performed due to dislocation of the insert. There is a break at the base of the insert and therefore the possible dislocation of the insert.